Manufacturer narrative:
An event regarding disassociation and adverse local tissue reaction (altr) involving a metal head was reported. The event was confirmed for disassociation following review by a medical professional and following material analysis. The event was not confirmed for altr. Method and results: device evaluation and results: visual inspection: a visual inspection was performed as part of the material analysis report. This visual inspection stated that: the articulating and distal surfaces of the cocr head are shown in figures 7 and 8, respectively. Scratches were observed on the articulating and distal surfaces of the head. The taper of the head is shown in figures 9 and 10. Damage was observed on the taper of the head, likely from sliding wear against the trunnion of the accolade stem. This sliding wear occurred due to the taper lock coming loose. The root cause of the taper lock coming loose was not determined. Dimensional inspection: not performed as there were no allegations in relation to device dimensions. Functional inspection: not performed as alleged issue could not be replicated. The material analysis report concluded that damage was observed on the accolade trunnion and v40 head taper. This damage was likely caused by the head taper and accolade stem trunnion taper lock coming apart. The root cause of the taper lock coming loose was not determined. Damage was also observed on the insert, likely from articulating against the hip stem. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the medical records by a clinical consultant noted: there is no factual information anywhere in the reports as to potential contributing factors to the failure. Neither is x-ray or other information available and as such root cause of failure remains obscure due to lack of information. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. However no material or manufacturing defects were observed on the returned devices. Further information such as operative reports, additional xrays, patient history and follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Patient presented with apparent femoral head disassociation from femoral prosthesis.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient presented with apparent femoral head disassociation from femoral prosthesis.